Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus could not identify the foreign material. Olympus could not conclusively specify the root cause why the foreign material remained in the device. Olympus presumed that the customer may have not used the device in accordance with the instructions for use. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: the event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a foreign object inside the nozzle. There was no patient involvement.